Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The patient presented in the ER due to appropriate therapy for vt. Previously, the patient had received a patient notifier for non sustained lead noise due to far p oversensing. No false detection of vt had been detected because of the oversensing. It was recommended to reprogram the device.